Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a possible infection. The patient's dressings were replaced and antibiotics were administered. The implantable pulse generator (ipg) system is still in use. No further patient complications have been reported as a result of this event.